Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, after multiple bites through thin tissue, the needle became slightly unseated in the jaws of the device, preventing the its jaws from completely closing. After repeated opening of jaws, the needle finally seated correctly were able to close and cycle successfully. The patient is alive and incurred no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
This product problem is not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.